Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The proglide device was pre- flushed with saline prior to the procedure. Reportedly, after the proglide device was inserted into the patient anatomy, there was no blood flow from the proglide marker lumen. The sutures of two new proglide devices were successfully pre-placed and used after the aaa procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. The device was pre-flushed prior to the procedure, which indicates there was no blockage in the lumen before insertion into the anatomy; therefore, it is likely that under-insertion of the device contributed to the reported difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.